Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Date of event: not provided. Best estimated date is between (B)(6) 2019. If explanted, give date: iol remains implanted. Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that after implantation of the intraocular lens (iol) model pcb00, the patient complained about itchy eyes just after the surgery in 2019. However, the itch was minor and now it's severe. It has been severe for the last 3 months, her main itch is inside her eye in the socket, and feels like she wants to scratch her eyes out. She has little bumps that have come up on her forehead. She has tried different eye drops, and they don't work. She has seen about 4 different doctors and an allergist about this issue, she states they want to tell her she is allergic but they just give her drops & steroids but it does not take care of the problem. One doctor told her she could not be allergic to the iol. No further information was provided. This report is for the right eye. Another report is being submitted for the left eye.